Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022 the field sales associate was informed that the patient's right external iliac artery had dilated. Reportedly there was no aneurysm present in the patient's right iliac artery, but the native vessel had dilated and expanded. The physician stated that the issue was not suspected to be device related, but it was suspected that a type ii endoleak may be present. Presence of an endoleak was not confirmed. A reintervention was performed on (B)(6) 2022 to extend the contralateral leg component in the patient's right external iliac artery. Reportedly an additional plc121000 contralateral leg component was successfully implanted. There were no further reported issues. The patient tolerated the procedure.